Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports the top aligners are not fitting well, two front/bottom teeth have cracks and chips. Patient at end of treatment and there's still a gap in the middle of the front teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.